Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during device inspection, that the colonovideoscope had foreign material in the connecting tube. Foreign material of an unknown origin was found in the grooves of the connecting tube. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned, and an evaluation was completed. During inspection, olympus found the insertion section had foreign material. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. It is likely the foreign material may not have been removed since the device was not reprocessed properly due to a leak from the bending section cover. It is unknown whether there was a deviation from the instructions for use (IFU) in the reprocessing steps for the location where foreign material remained. The suggested event is detectable and preventable by handling device in accordance with the following instructions for use (IFU). IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 "preparation and inspection"; IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope". Olympus will continue to monitor field performance for this device.